Event description:
Customer states the following results were displayed on 11/27/2006, on the same device: 393 mg/dl (10:32) and 160 mg/dl (10:40). No treatment was sought based on these readings. The customer also states she only changes her lancet once a week. No controls were in use. No adverse event reported. A request was made for the return of the device and a replacement was sent.